Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with several displayable history failures, a single unexpected restart error, and a single signal too low error. The insulin pump had also alarmed motor error. The insulin pump was then stored without a battery. No information on the patient's blood glucose was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump also passed self-test and unexpected restart error alarm. No external ram crc error or unexpected restart alarm. No motor error alarm motor passed motor test. However, displayable history crc check failed alarm was noted in alarm history screen due to corrupted history file. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.